Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant attempt, using multiple lead positions, there was high impedance greater than 2000 ohms and high thresholds. The cables for analyzer were ruled out as the issue. The patient was probably "the issue". The lead was not used. A second lead was opened and used. There were no patient complications reported as a result of this event.